Manufacturer narrative:
A sample device was not returned for analysis. Product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A ophthalmic assistant reported that during an intraocular lens (iol) implant procedure, the lens was noted to be scratched after it was inserted into the patient's eye. The surgeon thinks the cartridge scratched the lens, but it was not central so he left it implanted. Additional information was requested.

Manufacturer narrative:
Eighteen (18) unopened cartridges were returned along with one opened, used cartridge. Viscoelastic was dried in the cartridge. The tip has stress lines. The wings show evidence of being placed into a handpiece. The non-qualified associated lens was not returned. A sample of the unopened cartridges was opened to conduct functional testing. The cartridge was functionally tested per the dfu using a qualified handpiece, a qualified lens and ovd. The cartridge was filled with viscoelastic per the dfu. The lens was loaded and biased down. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens delivery. A photo in file shows the yellow lens model in the eye. There are shadowed areas in the photo that may be scratches on the optic. However, due to the poor quality of the photo it cannot be determined if the shadowy areas are scratch damage, fibers, or viscoelastic on the lens. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified lens was used with the cartridge. The iol product history records were reviewed and the documentation indicated the product met release criteria. The used lens model is only approved for use in 2 models of cartridges. The viscoelastic is unknown. The lens was not returned to evaluate. The provided photo was not clear enough to make a definitive determination of scratch damage. The root cause of the event is most likely related a failure to follow the dfu. The account used a lens/cartridge combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. A sample of the unopened returned cartridges was functionally tested per the dfu using qualified products. The cartridge was filled with viscoelastic per the dfu. The lens was loaded and biased down. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens delivery. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).